Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched onsite to evaluate the unicel dxc 600 pro synchron system. The fse while onsite inspected the instrument found multiple hardware issues; the fse found leaking from t-valve, dirty wash collar, and excessive noise originating from the modular chemistry (mc) sample syringe drive. The fse determined the failure mode was due to multiple hardware malfunction. The fse replaced the mc drive bearing to resolve the noisy syringe drive. The fse replaced the mc sample probe, mc wash collar, and mc syringe t-valve, which resolved the issue. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. No patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
Customer reported the dxc600 pro chemistry analyzer generated erroneous low sodium (na) patient results. The erroneous patient results were not reported out of laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.